Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to patient¿s mother, on approximately (B)(6) 2025, the patient experienced 2 hypoglycemic seizures. The order of the seizures was unknown. The patient was using an omnipod 5 connected in a closed loop system. It was unknown if the pump was disconnected during the inaccurate high cgm readings. It was reported that when a fingerstick was taken the cgm was reading high, and the blood glucose reading was 2.2 mmol/l. The reporter treated the patient with glucagon. No further treatment was reported to have been necessary, and no hospital was visited. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information has been received on 06/03/2025. A user report was received, in which it was mentioned that when the parent took a fingerstick, the blood glucose reading was 1.7 mmol/l. When the parent was contacted to clarify, they stated that the blood glucose reading was approximately between 1.7 and 2.4 mmol/l.